Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty resistor on the pace/defib engine board. Analysis of failures of this type has not identified an increase in trend.